Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed 2 years ago') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced dizziness ("I still get dizzy time to time") and procedural anxiety ("I'm terrified as well. Mine (surgery) is on the first.") And was found to have a pregnancy with contraceptive device ("I had a tubal after my ebaby and I'm afraid he cut through"). The patient was treated with surgery (removed). Essure was removed in 2015. At the time of the report, the medical device removal, dizziness, pregnancy with contraceptive device and procedural anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dizziness, medical device removal, pregnancy with contraceptive device and procedural anxiety to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: I'm terrified as well. Mine (surgery) is on the first, I had a tubal after my ebaby and I'm afraid he cut through. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed 2 years ago') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced dizziness ("I still get dizzy time to time"), procedural anxiety ("I'm terrified as well. Mine (surgery) is on the first.") And bowel movement irregularity ("took two weeks to have normal bowel movement") and was found to have a pregnancy with contraceptive device ("I had a tubal after my ebaby and I'm afraid he cut through"). The patient was treated with surgery (removed). Essure was removed in 2015. At the time of the report, the medical device removal, dizziness, pregnancy with contraceptive device, procedural anxiety and bowel movement irregularity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered bowel movement irregularity, dizziness, medical device removal, pregnancy with contraceptive device and procedural anxiety to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: I'm terrified as well. Mine (surgery) is on the first, I had a tubal after my ebaby and I'm afraid he cut through quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. Reporter added. Added event took two weeks to have normal bowel movement. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed 2 years ago') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced dizziness ("I still get dizzy time to time") and procedural anxiety ("I'm terrified as well. Mine (surgery) is on the first.") And was found to have a pregnancy with contraceptive device ("I had a tubal after my baby and I'm afraid he cut through"). The patient was treated with surgery (removed). Essure was removed in 2015. At the time of the report, the medical device removal, dizziness, pregnancy with contraceptive device and procedural anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered dizziness, medical device removal, pregnancy with contraceptive device and procedural anxiety to be related to essure. "Concerning the injuries reported in this case, the following one was reported via social media: I'm terrified as well. Mine (surgery) is on the first, I had a tubal after my baby and I'm afraid he cut through. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: content from social media received. The case was upgraded to incident. New event 'medical device removal and dizzy' were added. The event 'pregnancy with essure device ' was updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.